Manufacturer narrative:
The device or suture were not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported suture detachment and suture malposition appears to be related to the suture pulled until it broke during knot advancement and the suture came out of the vessel due to tension placed on the longer (rail) suture. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vein was attempted using a proglide device after an ablation intervention procedure. Reportedly, during knot advancement the suture broke and suture came out of the vessel due to tension placed on the longer suture. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.